Event description:
It was reported that the touchscreen of the pump was cracked and shattered, rendering it unresponsive and illegible. There was no adverse impact to the customer¿s blood glucose level. Reportedly, the customer would contact their healthcare provider to obtain alternate insulin therapy.